Manufacturer narrative:
Device evaluated by MFR: the pcb was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole leak approx. 5mm distal from the proximal markerband. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the returned device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The 80 to 90% stenosed target lesion was located in the moderately tortuous and severely calcified internal arteriovenous fistula. A 6.00mm / 2.0cm / 50cm 2cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured fifth to sixth inflation at 10 atmospheres for 40 to 50 seconds. The device was removed with the catheter sheath. And the procedure was completed with another of the same device. No complications were reported, and the patient was in stable.

Event description:
It was reported that balloon rupture occurred. The 80 to 90% stenosed target lesion was located in the moderately tortuous and severely calcified internal arteriovenous fistula. A 6.00mm / 2.0cm / 50cm 2cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured fifth to sixth inflation at 10 atmospheres for 40 to 50 seconds. The device was removed with the catheter sheath. And the procedure was completed with another of the same device. No complications were reported, and the patient was in stable.